Event description:
It was reported that the surgical fiber began firing from the side at 14,9032 joules of use during a prostate procedure. The case was completed using a second fiber w/o further issue. There ws no injury reported.

Manufacturer narrative:
Though no add'l info is available, the customer's report suggests there was energy output from the surgical fiber from an unexpected location.